Event description:
It was reported that whe placing the catheter in this patient at 10:30 am, the operator connected the strain relief to the catheter and felt resistance. Therefore, the strain relief was pulled out gentlely and the catheter was observed and found it split at the end. Trimmed the catheter and no adverse effects were caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed. Two segments from a 4 fr groshong nxt catheter were returned for evaluation. The segments measured to be 17 cm and 2 cm in length. Microscopic observation revealed a longitudinal split to be present in the 2 cm catheter segment. The split edges were observed to be uneven and jagged. The catheter was bisected in order to inspect the internal surface. The internal split damage was observed to be rough and granular. The damage present is consistent with abrasive damage caused by the internal stylet. The product instructions for use (IFU) contains precautions which may have prevented the reported event. The IFU states, ¿caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1628 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter in this patient at 10:30 am, the operator connected the strain relief to the catheter and felt resistance. Therefore, the strain relief was pulled out gently and the catheter was observed and found it split at the end. Trimmed the catheter and no adverse effects were caused to the patient.